Event description:
It was reported that the ilet user experienced low glucose after announcing dinner as usual despite eating fewer carbohydrates, with ilet displaying 46 mg/dl and a concurrent fingerstick of 61 mg/dl. The user treated with oral glucose and subsequent glucose readings returned to range without further intervention. Symptoms included hypoglycemia. Outcomes included minor injury no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to meal announcement, and an incorrect procedure wherein the user interface interaction led to an overestimation of meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.